Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that when charging after about an hour, the ins reached 90% and then it cycled back and forth between poor and excellent. The rep reported that this issue was occurring for the past 3 days. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that technical support said that the coupling cycling back and forth was normal. The rep noted that no actions were taken to resolve the event but the coupling cycling back and forth had been resolved. No further complications were reported.